Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with covidien tape. The customer states the tape does not stick to the patient's skin. The director of respiratory reports they are using the tape to secure endotracheal tubes to the patients and as a result of poor adhesion there have been 7 et tube extubations. The customer reports they use covidien waterproof tape and covidien standard porous tape but are unable to identify which tape was being used at the time of the event. A tape with strong adhesive properties is essential for tube and other device securement.